Manufacturer narrative:
The patient continues on lvad support without any further issues reported. A portion of the lead that was removed during a percutaneous lead repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 54 months of support, the patient reported experiencing a red heart alarm while sleeping. The patient presented to the hospital and upon interrogation of the device history, it was noted that the system controller's log file had recorded a low flow event, followed by a low speed and pump off event. The patient was admitted for further evaluation and x-rays of the percutaneous lead were ordered. A request was also made to the manufacturer to further evaluate the patient's percutaneous lead (lead). The reported alarms (red heart, low speed and pump stops) while connected to a power module (tethered) support was confirmed based on the manufacturer's analysis of the patient's log file. A compromised lead and short to ground was suspected and a repair of the distal end of the lead was subsequently performed by the manufacturer's technical services team member.